Event description:
Critically ill pt with enteral feeding using approved blue dye had systemic absorption of dye. At time of death, pt was deep blue color. Medical examiner performed autopsy at request of family, the new england journal of medicine oct 5, 2000 p 1047 describes the same occurrence in 2 different pts.